Manufacturer narrative:
No product was returned. Production records of all the devices involved in the initial procedure were reviewed, no issues related to manufacturing were noted that may have contributed to the event. There is no evidence that the 4web devices contributed to the revision surgery.

Event description:
It was reported to 4web medical that a 4web cervical cage, plate, and screws were explanted following a fall that compromised the construct. The revision surgery was performed on (B)(6) 2026, less than one month after the initial surgery. No issues or complications were reported during the revision procedure. Device 1 of 3.